Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Approximately 12 months post index procedure, patient suffered large intraparenchymal haemorrhage stroke post thrombolysis for stemi. The patient was treated with medication and palliative care. The patient died non-cardiac death. The investigator assessed the stroke as not related to index device or anti-platelet medication. The sponsor assessed that the event was possibly related the anti-platelet medication but not related to the index device.